Event description:
Absorbable pin in digit 2nd left presents with discoloration under the toenail and tenderness in the digit and required additional surgery to remove and therefore additional expense and time out of work.